Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Faradise clinical study, subject ID (B)(6). An index pulse field ablation procedure was performed on (B)(6) 2023. On (B)(6) 2024 the patient experienced left atrial flutter (afl) recurrence with dizzy spell and loss of consciousness. The patient was admitted to the hospital the same day and electrocardiogram confirmed afl recurrence. The following day the patient also received electrical cardioversion. The patient was discharged on (B)(6) 2024. The event was resolved on (B)(6) 2024 with re-ablation procedure.

Event description:
Faradise clinical study, subject ID (B)(4). An index pulse field ablation procedure was performed on (B)(6) 2023. On (B)(6) 2024 the patient experienced left atrial flutter (afl) recurrence with dizzy spell and loss of consciousness. The patient was admitted to the hospital the same day and electrocardiogram confirmed afl recurrence. The following day the patient also received electrical cardioversion. The patient was discharged on (B)(6) 2024. The event was resolved on (B)(6) 2024 with re-ablation procedure. Additional information received indicated the patient received amiodarone for treatment.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was added to b5.